Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the atrial lead had fallen after the lead implant procedure. The lead was explanted and replaced. The patient was stable after the procedure.